Event description:
My husband had hip replacement (zimmer) (B)(6) 2016 after breaking his hip (B)(6) 2016. They tried to fix with screws and it did not take. Surgeon left a washer in my husband when they did hip replacement. Washer was left from fix in (B)(6). He showed signs of infection within 2 weeks after and he woke up paralyzed from t3 down 26 days after replacement. His hip fell apart which his body in less than 3 months following replacement and dartmouth removed the hip prosthesis in 2017 since it was not going to help him walk. Surgeon documented that they obtained possibly 5 ml of dark metal stained fluid when they removed prosthesis. He fought numerous infections until he passed (B)(6) 2018. He spent more time in hospitals then he did at home in that 2 1/2 year period. No one has ever been able to tell us what caused his infections, paralysis and/or death. When he died, dr called cause of death sepsis. Medical examiner (B)(6) disagreed and called cause of death - urosepsis, paraplegia, bacterial meningomyelitis and right hip arthroplasty for right femoral neck fracture. I believe this zimmer recall needs to be expanded. I physically have my husband's hip here with me and I have all parts and lot numbers. Please help me get my husband justice for his nightmare he suffered for 2 1/2 years. We have hired attorneys but they say there is nothing that proves either negligence or malpractice on the surgeon's part. Thank you, (B)(6).